Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories revealed no motor alarms or other related alarms. During testing, the pump rewind, load, and prime steps were completed successfully. The pump was exercised for 24 hours, and the pump did not have to be rewound again. The complaint was not duplicated, and no defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump alerted the user to rewind the pump at the start of the load step after the pump was already rewound. This sequence allegedly occurred multiple times in a day before the user was able to complete the rewind, load, and prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.